Event description:
The surgeon successfully implanted a model number cc4204bf intracocular lens. The pt's pre-op refraction was +6.50+0. 75x80. Following the surgery at 4 days, post-op vision was 20/30 with a -1.25 correction. At 3 weeks post-op the pt's vision was 20/25 with +1.00 correction. At 5 weeks post-op the pt's vision was 20/25 with +3.75 correction. Prior to implanting the lens, the surgeon was made aware of the possibility of potential contraction of the capsular bag following surgery, causing a resultant change in refraction. The lens remains implanted as the pt is content with their vision. The pt's vision remains stable and the surgeon plans on performing a yag posterior capsulotomy to relax the capsular contraction and restore the pt's vision.